Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. It was learned through reviewing received medical records that the patient developed a significant aortic valve insufficiency as a complication of the implant of the valve at the mitral position. The patient underwent an unplanned aortic valve replacement with a 21mm valve. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
A patient was implanted with a 7300tfx 31mm bioprosthetic valve. Once the patient came off bypass, significant aortic insufficiency was noticed. Patient went back on bypass and it was noted that due to approximation of the annulus of the mitral valve to the aortic annulus after the previous mitral valve was excised, there was distortion of the aortic valve leaflet. There was some tethering and bucking of both the non and left coronary leaflet probably due to the approximate loosening of some stitches to the mitral valve. The surgeon decided to replace the aortic valve with a 31mm aortic valve. Patient also underwent CABG x1. The patient was brought to the ICU in stable, good condition. The patient was discharged on pod #6 in stable condition.